Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v056587, implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Event description:
It was reported the device ¿malfunctioned¿ and stopped working on its own. It was stated the patient had a ¿flare-up¿ sometime in early 2009 and the ¿machine¿ wasn¿t cycling and the patient couldn¿t feel ¿anything.¿ using the programmer did not do anything as well. It was stated the device was checked by the manufacturer representative and it was determined the battery was dead. It was indicated the healthcare provider decided to ¿do another battery.¿ additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
After further review, it was reported that the patient was not getting better. It was also reported that the patient ¿machine just wasn¿t cycling¿ and ¿it wasn¿t coming on¿.

Manufacturer narrative:
(B)(4).